Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. It was observed the implantable cardiac monitor had not sent a remote transmission since (B)(6) 2018. It was unknown whether the mobile transmitter was the cause of the issue, because the patient did not bring it with them to the visit. The patient was in stable condition.